Event description:
Customer reported that the alarm does not sound when weight is removed from the sensor. The batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported. The customer did not provide the date when this was discovered. More info received on the returned product is a note stating "alarms and quits, alarms and quits".

Manufacturer narrative:
Results: evaluation of the returned product found that when the dc power adapter cable is wiggled the unit powers off. The alarm powers on and passes all other functional tests. The rj-11 pins in the sensor receptacle are oxidized but did not have any affect on the function of the receptacle. Note: posey instructions for use has a warning statement: test alarm and nurse call functions by activating alarm and removing pressure from the sensor pad, unfastening chair belt sensor, or activating pir sensor each time before leaving pt unattended. (B)(4).